Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for foreign matter was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the complaint was confirmed upon evaluation of the customer returned sample, the fm is likely to be the calcium balanced lithium heparin additive from the inside of the barrel. Unfortunately, no root cause could be established for the observed defect. Additive is sprayed inside the barrel and dried. When the plunger is inserted, the dried additive can be amalgamated into a white hair-like entity.

Event description:
It was reported that a tiny hair like foreign matter was found in the syringe barrel of the bd preset¿ syringe with bd luer-lok¿ tip eclipse¿ needle. No injury or medical intervention reported.